Manufacturer narrative:
Product analysis: it was determined at analysis that the patient cable had been repaired by the customer and it was found to be broken/fractured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable originally returned as an associated device and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.